Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the tip of the yankauer suction broke off.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reports that the tip of the yankauer suction broke off.¿ no lot number was provided. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are in place to prevent nonconforming product in the manufacturing process. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no samples provided for evaluation. One (1) digital image was received with no identified lot number. The picture depicts the yankauer with the tip broken off. Due to no physical sample being provided, further evaluation was not possible. Therefore, the reported issue could not be confirmed. An analysis, focusing on process/procedure, was conducted. The analysis was led by a multifunctional team comprised by quality, manufacturing engineering, maintenance engineer and operations (production) to analyze available information. Process review consisted in a process walkthrough. After examining potential causes, it was concluded that: current molding process is following approved instructions and specification, machine and tool are running within specified parameters, all materials are according to device material record (dmr), inspections and testing are according to procedure, and personnel were trained to current standard operating procedure. A production notification was provided to personnel to heighten awareness of the reported issue. However, no corrective or preventive action is planned at this time. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.